Event description:
On (B)(6) 2012 the insorb 2030 stapler was used to close skin tissue for a breast reduction procedure. One day post-operative ((B)(6) 2012) the pt experienced a 5cm skin separation. The incision was reclosed under local anesthetic using suture in an ER setting. The pt is reported to be doing fine.

Manufacturer narrative:
Unable to evaluate the device . Evaluation performed at the lot level using unused devices returned by user. The pt required repair of incision, closed with sutures.